Manufacturer narrative:
The subject device remains inside the patient.

Event description:
During procedure, the coil detached prematurely inside the microcatheter. All access products were removed and the patient was given anticoagulation medication (dosage unknown). No further information was provided.